Event description:
The customer contacted the ocd technical solution center (tsc) to report an unsuccessful calibration event using a new lot of vitros troponin I es (tropi es) reagent on a vitros eci system ((B)(4)). The customer discovered that particulate filters ((B)(4)) were installed in place of the vitros vapor adsorption cartridges (vac), part 1h5419 on the vitros eci instrument and an alternate vitros eciq ((B)(4)) instrument on site. Loading a particulate filter in place of a vac meets the criteria for being classified as a potential health and safety complaint, as biased patient sample results can occur undetected and be reported outside of the laboratory. The customer made no allegation that patient results had been affected, and there was no allegation of patient harm. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a particulate filter was installed in place of a vapor adsorption cartridge on a vitros eci system and a vitros eciq system. There was no evidence to suggest an instrument issue or a reagent related issue had contributed to the event. The root cause of the inadvertent event is incorrect packaging of the particulate filters in vac sales cartons by ocd. The customer has not reported any performance issues since the replacement of the particulate filter with the vac on the vitros immunodiagnostic systems. The issue has been communicated to customers through customer letter (B)(4). On (B)(4) 2012, ocd had sent a customer communication to vitros customers informing them of the issue and requesting they inspect their vitros instruments to determine if a vac or particulate filter was installed, and to inspect their vac inventory and discard any particulate filter incorrectly labeled as a vac. The customer acknowledged receiving the communication and documented their inventory was not affected. It is assumed the customer did not recognize the parts they had received were actually affected. The FDA¿s new york district office was notified of this issue on (B)(6) 2012 per recall number (B)(4).